Event description:
No osseointegration, periodontal disease at time of surgery, no thread tap used, primary stability was achieved, implant was completely covered by bone, immediate implantation, asymptomatic. While healing phase of placed implants #15 + # 25 - biomechanical overload (spherical head). Patient is smoker.